Event description:
1 event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones. An interrogation of the ICD noted a warning message that a possible device malfunction had occurred and the ICD had become reprogrammed to a single zone. The serial number information was missing.